Event description:
It was reported that the patient had trouble connecting to the left chest implantable neurostimulator (ins). Still, once the right stimulator was turned off¿since only one ins can be paired at a time¿the connection was successful. Patient services reviewed with the caller that the handset can only be paired to one recharging device at a time, assisted the caller in using each set of equipment, and confirmed both were connected with no issues. The caller was advised to label each handset and recharger with the corresponding body side for both sets of wireless rechargers and handsets. The troubleshooting steps taken on the call resolved the issue. Additional information was received from the patient's representative, who reported ongoing difficulty charging the left battery. The caller noted there were no visible changes at the ins site but mentioned the patient was in the hospital with electrodes on their chest near the ins, which may be causing interference. The caller stated that they plan to try charging again once the patient is home and the electrodes have been removed. The dbs therapy is currently off per the physician's direction, and the caller inquired whether charging the ins can continue while therapy is off. Patient services reviewed this information with the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.